Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the primary failure of the frayed grip cable was related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had exposed wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the wire was exposed on instrument. There were visible cables protruding which control opening/closing of the jaws and up/down motion of the wrist.